Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 19-sep-2024. Patient noticed symptoms within 3 hours of insertion. Insertion site was thigh. Patient regularly rotate site location. Blood glucose at the time of event was noticed 465mg/dl. Patient took correction bolus via pump. Patient will replace supplies as necessary and resume insulin. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available